Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a day or two post implant procedure, the patient experienced eighteen seconds of asystole and failure to capture. An interrogation was done, and no product performance issue was observed. The implanting physician noted that the patient was in fine ventricular fibrillation (vf) and that is why there was no capture in both the right ventricular (rv) lead and left ventricular (lv) lead. Reprogramming was performed. The facility later questioned the cause of the loss of capture. Both leads remain in use. No further patient complications have been reported as a result of this event.